Manufacturer narrative:
Local phone number (B)(6). This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a (B)(6) result while using the architect hbsag assay. The customer indicated the physician questioned the (B)(6) result based on other results that were (B)(6) and believes the (B)(6) results should align. The (B)(6) result (sid (B)(6)) was 0.00 iu/ml. The customer provided other pertinent results indicating each was (B)(6) (>1000miu/ml), (B)(6) ((B)(4) s/co), (B)(6) ((B)(4) s/co), (B)(6) ((B)(4) s/co), nuclear antibodies, (B)(6) dna.

Manufacturer narrative:
PMA/510k 04/30/2019 -lot number provided. Device evaluated by MFR: an evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, log review, a review of population field data, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A review of instrument log data provided by the customer confirms the customers observation. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect hbsag assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that the assay read patient results consistently therefore determined the reagent is performing acceptably. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag assay, list number 06c36, lot 91049fn00 was identified.